Event description:
A distributor reported that a disposable infusion system (pump and infusion set) over-delivered pain medication (0.5% sensorcaine). The infusion system delivered at approximately 7-times the desired rate. The infusion system was being used by a user-facility. There is no report of patient injury.